Manufacturer narrative:
Voluntary medwatch report received: mw5163274.

Event description:
Voluntary medwatch received states that the lead was part of the system revision due to the infection. The patient status is unknown.